Manufacturer narrative:
Medical device problem code - 1494: off-label use (acd < 3.0mm) . Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -9.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon reports glare and haloes. On (B)(6) 2023 the lens was explanted. It was noted "after implantation the patient showed symptoms of glare; and the clinician tried to communicate with him for a month; but still could not adapt; the patient strongly requested removal". The problem was resolved. The cause of the event was reported as a patient related factor and noted the device did fail to perform as intended.